Event description:
It was reported that the ilet device experienced premature battery discharge, with the charge lasting approximately 12 hours or less after a full charge, corresponding to a battery component issue. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an energy storage system problem localized to the battery, consistent with a premature battery discharge device problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.